Event description:
The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates and glucose tablets to address bg. Customer updated their settings to address the event.